Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. Three days after the date of onset, the patient was treated with vancomycin (1 gram, intraperitoneal, every 96 hours, ongoing, route not reported) and ceftazidime (1 gram, once daily, ongoing, route not reported) for peritonitis. Pd therapy was ongoing. At the time of this report, patient was recovering from the event. No additional information is available.

Manufacturer narrative:
It was reported that the patient has recovered from the event. Antibiotic treatment was ongoing. Should additional relevant information become available, a supplemental report will be submitted.